Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a gastrectomy, the open/close test of the reload failed prior to the fifth fire, and the jaws of the reload would not close. A new device was opened to correct the problem. The last known patient status is good. There was no additional tissue resection, tissue damage, extension of operating time and no bleeding. It is unknown if reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle, one endo gia adapter standard and one reload by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 27 autoclave cycles for the handle. The eeprom displayed select motor failure codes. Visual inspection of the cartridge revealed that the reload was fully fired. The unload button on the adapter was fully depressed. No additional visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 27 autoclave cycles for the adapter. A pmv battery pack was loaded into the handle. The handle displayed blue lights and a blinking green light above the handle status symbol. The handle was disassembled for troubleshooting. It was determined that the bldc (brushless direct current) board was responsible for the reported condition. A break in connection internal to the bldc board led to an intermittent connection to the drive motor, leading to intermittent occurrences where the drive motor could not successfully complete calibration. Disassembly of the reload noted that the lockout slider block was damaged. Upon reassembly of the adapter, no visual or functional abnormalities were noted for the adapter or reload. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged adapter components and defective handle circuit board. Secondary conditions not related to the reported condition were noted. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. The observed handle calibration failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.